Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect smart pneumatic module was returned and the customer's report was not replicated or confirmed. The customer received a replacement smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure-1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.